Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when attempting to give herself a bolus for the past 4 days, she sees a dual/square bolus on the screen instead of the amount of units she gives herself. Customer was assisted in turning the dual/square feature off. Customer's blood glucose was over 600 mg/dl last night. Customer changed out her infusion set this morning and has been running high today as well. Customer treated with a manual injection. Customer's current blood glucose is 195 mg/dl. Customer found discoloration in the tubing. The customer stated that the cannula was not bent or occluded. Customer was advised to do a complete set change. Customer was later called back due to bad reception and customer reported that she had very small air bubbles that were halfway in the tubing. Troubleshooting was performed and customer was advised to deliver a 5u fixed prime until the air bubbles are no longer visible.